Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The patient believed the previous surgery as about ten years ago. A replacement surgery was performed in which the existing device was removed and a new aus was implanted. The physician believed urethral atrophy caused the incontinence. There were no visible product issues. No information was provided about the patient's outcome.